Event description:
The hcp reported the patient was experiencing a return of symptoms shortly after the pump refill. "Pump is running very fast- a few cc's a day and was checked after the incident and found to have 18ml in it." A follow up report will be sent when additional information is received.